Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were completely not functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. Our manufacturing batch history review identified that a hand switch failure to activate issue was detected during the manufacturing of one of these lots. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure that the hand switch did not activate. Another like device was used. There was no patient consequence.